Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ battery; model #: 1650 / catalog #: 1650/ expiration date: 31-dec-2021 / serial #: (B)(4); device available for evaluation: no; mfg date: 17-dec-2020; labeled for single use: no; (B)(4); brand name: heartware ventricular assist system ¿ battery; model #: 1650 / catalog #: 1650/ expiration date: 30-jun-2022 / serial #:(B)(4); device available for evaluation: no; mfg date: 07-jun-2021 labeled for single use: no; (B)(4); brand name: heartware ventricular assist system ¿ batter; model #: 1650 / catalog #: 1650/ expiration date: 30-jun-2022 / serial #: (B)(4); device available for evaluation: no; mfg date: 17-jun-2021 labeled for single use: no; (B)(4);brand name: heartware ventricular assist system ¿ battery; model #: 1650 / catalog #: 1650/ expiration date: 30-apr-2022 / serial #:(B)(4); device available for evaluation: no; mfg date: 14-apr-2021; labeled for single use: no; (B)(4); brand name: heartware ventricular assist system ¿ battery; model #: 1650 / catalog #: 1650/ expiration date: 30-jun-2022 / serial #:(B)(4); device available for evaluation: no; mfg date: 22-jun-2021; labeled for single use: no; (B)(4). Additional information has been requested regarding the log files for this event, but it was not available at the time of this report. If log files investigation is performed, the event will be updated and a supplemental report will be sent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the controller and five batteries exhibited power switching. The controller and the five batteries were removed from use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one (1) controller and five (5) batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed functional testing. Visual inspection revealed damages to the plastic guide on the battery's connector. The damage did not affect the functionality of the devices; the batteries were able to adequately connect to a test controller. This is an additional finding not related to the reported event. The most likely root cause of the observed battery connector damage can be attributed to normal wear over time and/or the handling of the device. CAPA pr00405633 is investigating damage to power sources. Failure analysis of the returned controller revealed that the unit passed functional testing. Visual inspection revealed contamination within both power ports. Supplemental testing was performed, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller in use during the reported event, (B)(6), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed premature power switching events that were due to momentary disconnections and communication errors involving (B)(6). In addition, review of the data log file revealed instances involving (B)(6) , where the batteries¿ relative state of charge (rsoc) values were logged between 101-201, which is indicative of communication errors. The associated batteries were lubricated prior to release. Analysis of the alarm log file also revealed several critical battery alarms that were due to communication errors involving (B)(6). Review of the event log files revealed a controller power up event on 16-jul-2022 at 06:42:02. The data point attached prior to the l oss of power event revealed (B)(6) was attached to power port (1) with relative state of charge (rosc) of 24% and (B)(6) was attached to power port (2) with relative state of charge (rosc) of 23%. The data point after the loss of power revealed (B)(6) was attached to power port (1) and (B)(6) was attached to power port (2). The controller was without power for 8 seconds. This is an additional finding not related to the reported event. Additionally, two (2) vad stopped alarm logged on 26/jul/2022 and 13-sep-2022 and several controller losses of power logged on 13-sep-2022, likely due to troubleshooting of the controller. As a result, the reported events were confirmed. The most likely root cause of the reported premature power switching events can be attributed to momentary disconnections due to contamination within the power ports and/or due to temporary corrosion of the controller-port/power-source pins. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Possible root causes of the observed communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Additional products: d4: serial or lot#: (B)(6) d9: yes, return date: 08-sep-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g0403401, g04034 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04, c07 h6: FDA conclusion code(s): dxx d4: serial or lot#: (B)(6) d9: yes, return date: 08-sep-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g0403401, g04034 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04, c07 h6: FDA conclusion code(s): dxx d4: serial or lot#: (B)(6) d9: yes, return date: 08-sep-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g0403401, g04034 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04, c07 h6: FDA conclusion code(s): dxx d4: serial or lot#: (B)(6) d9: yes, return date: 08-sep-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g0403401, g04034 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04, c07 h6: FDA conclusion code(s): dxx d4: serial or lot#: (B)(6) d9: yes, return date: 08-sep-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g0403401, g04034 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04, c07 h6: FDA conclusion code(s): dxx investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental is being submitted for additional information. Product event summary: one (1) controller ((B)(6)) and five (5) batteries ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed functional testing. Visual inspection revealed damages to the plastic guide on the battery's connector. The damage did not affect the functionality of the devices; the batteries were able to adequately connect to a test controller. This is an additional finding not related to the reported event. The most likely root cause of the observed battery connector damage can be attributed to normal wear over time and/or the handling of the device. CAPA pr00405633 is investigating damage to power sources. Failure analysis of the returned controller revealed that the unit passed functional testing. Visual inspection revealed contamination within both power ports. Supplemental testing was performed, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Internal inspection of the controller and batteries did not reveal any anomalies. (B)(6) is in scope of fa1257, which was initiated for batteries with a welding defect in a spot weld of the nickel strip that connects the 5x and 3x cell pa ck. While (B)(6) is in scope of fa1257, internal visual inspection did not reveal any anomalies associated with the battery welding. Log file analysis revealed that the controller in use during the reported event, (B)(6), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed premature power switching events that were due to momentary disconnections involving (B)(6). Analysis of the data log file also revealed premature power switching events that were due to communication errors involving (B)(6). As a result, the reported event was confirmed. In addition, review of the data log file revealed instances involving (B)(6), where the batteries¿ relative state of charge (rsoc) values were logged between 101-201, which is indicative of communication errors. Analysis of the alarm log file also revealed several critical battery alarms that were due to communication errors involving (B)(6). Review of the event log files revealed a controller power up event on (B)(6) 2022 at 06:42:02. The data point attached prior to the loss of power event revealed (B)(6) was attached to power port (1) with 24% relative state of charge (rosc) and (B)(6) was attached to power port (2) with 23% rsoc. The data point after the loss of power revealed (B)(6) was attached to power port (1) and (B)(6) was attached to power port (2). No anomalies were observed leading up to the loss of power. The controller was without power for 8 seconds. The observed loss of power event is an additional finding not related to the reported event. A possible root cause of the observed loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. The associated batteries were lubricated prior to release. The most likely root cause of the reported premature power switching event c an be attributed to momentary disconnections and communication errors between the controller and batteries. CAPA pr00574181 is investigating momentary disconnections. Possible root causes of the observed communication errors can be attributed to the controller not receiving responses from the batteries, the packet error checking method detecting bit errors, and/or momentary disconnections on the communication pins of the controller, potentially due to contamination within the power ports. The most likely root cause of the observed contamination within the controller ports event can be attributed to the handling of the device. Additional products: (B)(6) ¿ battery h6: FDA conclusion code(s): d02, d11 (B)(6) ¿ battery h6: FDA conclusion code(s): d02, d11 (B)(6) ¿ battery h6: FDA conclusion code(s): d02, d11 (B)(6) ¿ battery h6: FDA conclusion code(s): d02, d11 (B)(6) ¿ battery h6: FDA conclusion code(s): d02, d11 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.